Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 24 mg/dl. The customer was released from the hosp but was admitted the following day for high blood glucose and the reading was 600 mg/dl. No troubleshooting was done as the customer was not present during the phone call. It was also stated that the customer is new to insulin pump therapy and she does not understand the insulin pump or the sensor very well. A request for additional training was made.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.